Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with battery damage. This condition had the potential to interrupt delivery. This condition was found in the clinic upon power up. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). After further investigation, quality engineering has determined the cause of the reported condition to be assigned to depleted main batteries resulting from user error.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with battery damage was confirmed during product evaluation in the pump's event history. This condition was caused by depleted main batteries. The main batteries was replaced to correct the reported condition.